Event description:
Customer reportedly received result of 190 mg/dl on the advantage sys. Approx 20 minutes later, customer lost consciousness while driving. Paramedics arrived, and customer tested 42 mg/dl on professional meter. Customer was treated with a sugary drink. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.